Event description:
The customer reported that they lost the ability to centrally monitor patients in one area of their facility. There were no patients harmed in any way by the event.

Manufacturer narrative:
Device problem already know, no eval necessary. The terminal server is a computer network peripheral that connects individual patient monitors to a computer cpu. The terminal server was not returned to welch allyn for evaluation and investigations of similar malfunctions have been conducted previously. The terminal server is a commercial off-the-shelf item that is not manufactured by welch allyn. The terminal server that is the subject of this report is obsolete and no longer supported by its manufacturer. Welch allyn responded to the customer's report by assisting them in their effort to install replacement hardware that they had previously purchased for use as spares.